Event description:
Relation manufacturer report number: 2017865-2022-02458. It was reported that during follow-up in clinic, the patient presented with loss of capture or sensing on their right atrial (ra) lead and elevated threshold on their right ventricular lead, which suspected to be cause by lead dislodgement on both leads. It was noted that the patient presented in clinic for lead revision on (B)(6) 2022. It was confirmed via fluoroscopy that both ra and rv lead were dislodged. Both leads were repositioned during the same procedure. There were no patient consequences and the patient was in stable.